Event description:
It was reported that staff placed an indwelling double lumen catheter. The foley was not tested prior to placement. The nurse placed the catheter after epidural was placed, inflated the balloon without issues noted at the time, and gently pulled on the tubing to check placement. The catheter was then secured to the patient¿s leg with the statlock foley stabilization device. The ureteral catheter was found in the patient¿s bed by the physician when performing a cervical check. Balloon was deflated and had no apparent damage to catheter or tip. On further investigation by the nurse, the balloon was inflated again, and a leak in the tubing right below the balloon was noted. The leak was a tiny pinhole which was not visible until the balloon was fully inflated. When done so, there was a notable thin stream of water that was viable.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be inadequate material strength. However, there was insufficient information to confirm this potential root cause. The DHR review could not be performed without a lot number. The instructions for use were found adequate and state the following: dual lumen ureteral catheter directions for use: the ureteral catheter should be inserted into the ureter using standard endourologic technique, under direct, fluoroscopic or radiographic visualization. Caution: avoid sharp bending. Sterilized using ethylene oxide. Do not use if package is damaged. Do not resterilize. Single use. Radiopaque. This is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and with applicable local, state and federal laws and regulations. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that staff placed an indwelling double lumen catheter. The foley was not tested prior to placement. The nurse placed the catheter after epidural was placed, inflated the balloon without issues noted at the time, and gently pulled on the tubing to check placement. The catheter was then secured to the patient¿s leg with the statlock foley stabilization device. The ureteral catheter was found in the patient¿s bed by the physician when performing a cervical check. Balloon was deflated and had no apparent damage to catheter or tip. On further investigation by the nurse, the balloon was inflated again, and a leak in the tubing right below the balloon was noted. The leak was a tiny pinhole which was not visible until the balloon was fully inflated. When done so, there was a notable thin stream of water that was viable.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.